Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient had a device that was in backup mode. The patient was brought to the clinic and the device was able to be fully restored to normal function. The patient did not have any symptoms or issues related to the backup mode. Device remains implanted.